Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, product type: lead.

Event description:
The consumer reported that she noticed she did not feel stimulation on (B)(6) 2016, the day after implant. The patient was not getting any symptom relief and she tried turning stim up to 10.5v but if felt like it was stabbing (uncomfortable). She did not feel stim unless she turned it up and therapy was on. There was no fall, trauma, medical procedure or electromagnetic interference that could be related to this issue. The health care professional (hcp) instructed the patient to keep a voiding diary and she was not getting 50% or better control. The patient planned to go back to the hcp on (B)(6) 2016 and she thought they will switch to the left side. Additional information from the hcp reported that a kidneys ureters and bladders (kub) x-ray was obtained after the procedure and when the patient returned for follow-up. The electrode had migrated back up which explained the loss of stimulation. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.